Manufacturer narrative:
The fisher & paykel 'cosycot' infant radiant warmer is mounted onto a 4 leg wheeled base. A 'powervar' uninterruptible power supply (ups) may be fitted to the base as a specified optional extra. This allows the infant warmer to be powered i.e. Deliver radiant heat, when transporting a new born infant from the labor and delivery suite to the neonatal intensive care unit (nicu). This distance is typically small and usually requires only 10 mins of power. As such, failure of the ups, e.g. Battery goes flat, does not result in any clinical risk to the pt. The device that failed and emmited the smoke was the ups, not the cosycot warmer. We believe the failed ups was returned to powervar. At present, we are trying to confirm this with powervar. The ups MFR is: powervar inc.. We will provide an update as to the cause of the failure and subsequent smoke, once powervar complete their investigation. Note that the ups meets ul60601-1 requirements for electrical, mechanical and fire hazards.